Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the revision procedure the patient was experiencing numbness and paralysis in the legs. It was also mentioned that the patient had developed epidural hematoma and the physician believed that the patient symptoms were not device related. The patient underwent an explant procedure. No device malfunction suspected.